Event description:
The customer reported to olympus that the 4k autoclavable camera head was having blurry image problem and an error code was displayed on the monitor. The issue was found during preparation for use. The procedure was diagnostic. There were no reports of patient harm. Related patient identifiers: (B)(6).

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the image was blurry and found error message on the monitor due to faulty cable. The rubber part peeled on the rear cover packing. The device passed the leak test during evaluation. The label on the rear cover was faded. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The procedure was completed with another device with no delay.

Manufacturer narrative:
This report is being supplemented to provide additional information from the reporter, refer to b5.

Manufacturer narrative:
Correction: h10 ¿ investigation was inadvertently not included in the previous medwatch. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The investigation determined the most likely cause of the blurry image was a faulty cable. The investigation was unable to determine what caused the cable to fail. Olympus will continue to monitor the field performance of this device.